Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results. A patient/reporter reported blood glucose results of less than "1.1 and 6.6 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject device did not meet lifescan's criteria for accuracy. Replacement products were sent to the patient.